Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right atrial (ra) lead oversensing. During clinic visit, far field r-wave (ffrw) oversensing during ra lead pacing threshold testing was noted. The physician related this to ra lead. Parameters were changed and the lead remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the adapt response clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.